Event description:
User detected the needle bent during procedure. User has many years of experience of using the device. Complaint device was returned and evaluated on 22-dec-2021, broken needle approximately 88cm from needle hub was confirmed. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Lung. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 2r, 2l, 4r, ao, ar, 11ri, 11s, 4r. Please describe the size of the intended target site. 0.8x1.2cm. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. Was the device used in a tortuous position? No. Are images of the device or procedure available? No. Was it damaged in packaging before removal? No. Was it damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Olympul gf-uct260. Was force required on insertion of device into scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Advancement of needle. Was difficulty experienced while retracting the needle? No. Was the syringe used during the procedure, after the stylet was removed? Was the needle able to be fully retracted before removing from the patient? Yes. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was needle penetration of the targeted site difficult? No. Was the stylet partially removed prior to advancement of needle? No. How many biopsies/passes were obtained with use of this needle? 1. Did any section of the device detach inside the patient? No. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. Was there difficulty in attachment / detachment of the leur to the scope? No. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No.

Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the (B)(6) 2022.

Manufacturer narrative:
PMA/510(k) # k142688. Device evaluation: 1 unit of lot c1782138 of echo-hd-3-20-c was returned opened in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) 2021. The needle was observed to be broken approximately 88cm from the needle hub. The needle was able to advance but unable to retract. Image review: n/a. Document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1782138 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1782138. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the proximal part of the needle breaking due to device handling and excessive force used when advancing the needle out of the scope. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.